Manufacturer narrative:
Product event summary: the lead/device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient hears the "device ringing" several times a day and as much as twenty-two times within twenty-four hours. The information was reviewed and it was suggested the alerts were caused by an external magnet. It was also reported when the device "rings" the patient feels pain in the area of the device. The patient was advised to investigate the environment for the source. The device remains in use and no patient complications have been reported as a result of this event.